Manufacturer narrative:
Literature citation: preisendorfer, s., et al. (2025). A real-world comparison of left atrial appendage occlusion using two commercially available devices. The american journal of cardiology, 257, 1-6. B3: literature publication date used as event date as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that serious injuries occurred. A retrospective article following left atrial appendage closure (laac) procedures utilizing the watchman flx device in a real-world comparative analysis. The study retrospectively evaluated 194 patients who underwent watchman flx implantation between september 2021 and june 2023 at five hospitals within a large u.s. Healthcare system. In summary, the literature reports serious adverse events associated with watchman flx implantation including device-related thrombus (both in-hospital post procedure and also at follow up appointments), transient ischemic attack, pericardial effusion not requiring intervention, major bleeding, and cardioembolic events during in-hospital post procedure and 6-month follow-up. Peri-device leak (pdl) was identified with most leaks measuring 1{change}3 mm, some 3-5mm; no pdl >5 mm was reported in the watchman flx cohort. There is data to show some patients were discharged same day yet some required additional hospitalization time.